Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported having connection issues during the use of an interlink injection site. According to the report, the customer experienced several disconnections between the interlink injection set and a t-connector set which resulted in blood leaks. There was no patient injury or medical intervention reported in association with this event. No additional information is available. This is report 9 of 11.

Manufacturer narrative:
(B)(4). The reported issue occurred when a nurse attempted to flush the line with saline for hep-lock through the interlink. The interlink retracted in breaking the seal and not allowing fluid to be pushed. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection, the septum was observed to be collapsed. The reported problem was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.